Event description:
The patient used the suspect device to check blood glucose. The patient obtained a result of 298mg/dl and dosed insulin based upon this result. The patient was then going to the hospital for a scheduled fischela and catheter for dialysis when the patient became irate in the car. When they arrived at the hospital the patient could not walk independently. The patient had help walking in and the hospital staff used one of their meters to check the patient's blood glucose. The hospital meter result was 34mg/dl. The patient was then treated with an IV to elevate the patient's blood glucose. The patient is now doing fine. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.